Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents, weak battery alarm, battery out limit and motor position encoder error alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and motor position encoder alarm in alarm history. The customer¿s blood glucose level was 160 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer also seen a weak battery alert and off no power and the customer declined to troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.